Event description:
Healthcare professional reported after injection with an unspecified juvederm product the pt was diagnosed with "stevens-johnson syndrome." No add'l info was provided by the reporter.

Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of stevens-johnson syndrome is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.